Event description:
Information was received indicating that it was observed that this cadd prizm vip pump gave lec 10037. There are no known adverse effects.

Manufacturer narrative:
Device evaluation summary: one cadd prizm vip pump was returned for analysis in used condition. Visual inspection of the pump found pump in good physical condition. The pump was powered on and "error code 10037" was found on display. Based on the evidence, the compliant was confirmed. The root cause could not be identified.